Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, a system error 2367 (power failure error that discontinues the present therapy and could indicate possible air in set) occurred while the home patient (hp) was still connected. The technical service representative (tsr) had the hp cycle the power on the hc machine to clear the alarm, disconnect from the hc, and remove the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.